Manufacturer narrative:
The failure investigation was completed but the report submission was not submitted in error. This was identified on 17sep2019. Result of investigation: the vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The fa group performed a power cycle on in the user mode, which displayed the reported alarm behavior. The gde was then cycled in the service mode. The calibration data was reviewed, which found the inspiratory (insp) pressure transducer out of tolerance, which would not calibrate. The reported event was duplicated and the root cause was associated with a hardware design issue with the insp transducer on the transducer communication alarm sub-component of the gde. However, these findings have been addressed on CAPA (B)(4). As a precautionary measure the transducer communication alarm assembly was replaced.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect gas delivery engine (gde) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "extended high peak pressure" alarm, on this ventilator device. The customer stated no patient involvement with this event.